Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd. Associated MDR: 1018233-2013-01554.

Manufacturer narrative:
The investigation is in progress, once completed a MDR supplemental report will be filed.